Event description:
An impella cp device was inserted via the right femoral artery in an 84-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s medical history was notable for peripheral arterial disease and peripheral vascular disease. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage c. Access was obtained using micropuncture technique with ultrasound and femoral angiography guidance. Due to significant peripheral arterial disease, shockwave lithotripsy was utilized on the iliac artery and aorta. A 25 centimeter impella sheath was placed without difficulty, and the impella cp device was successfully inserted. Following percutaneous coronary intervention, the peel-away sheath was removed and a repositioning sheath was advanced. Femoral angiography demonstrated absence of distal flow beyond the impella sheath. A 6 french right femoral antegrade sheath and a 6 french left femoral retrograde sheath were placed, and the side ports were connected to establish flow to the right lower extremity. Angiography confirmed restoration of flow to both lower extremities. Weak doppler signals were noted in bilateral lower extremities upon arrival to the intensive care unit. During support, the impella cp device was operating at performance level 7 with lower than expected flows of 2.5 liters per minute. The mean arterial pressure was reported at 111 millimeters of mercury, and the patient remained on inotropes and vasopressors for hemodynamic support. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. A decision was made to withdraw care, and the patient subsequently expired. The death is conservatively being reported; however, it is most likely attributed to the patient¿s underlying critical clinical condition due to acute myocardial infarction complicated by cardiogenic shock as the patient presented in society for cardiovascular angiography and interventions (scai) shock stage c.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Peripheral arterial ischemia/pdi: the cause of the injury was not determined due to insufficient clinical details.